Event description:
(B)(4). Severe bleeding, dizziness, hair loss, cramping, longer periods, sever mood swings, migraines, brain fog, weight gain, extreme tiredness, heart palpitations, dental problems, breast pain, bloating, metal taste.